Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 38 motor stall alarms, and insulin delivery ceased overnight, leading to hyperglycemia; the device was shut down and a replacement was arranged, with instructions provided for data syncing, shutdown, return, and re-start on the replacement. Symptoms included restlessness and frequent urination. Outcomes included elevated blood glucose above 400 mg/dl and use of subcutaneous insulin pens as back-up therapy without hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the complaint was able to be confirmed through the engineering logs, however, duplication testing and component investigation found no issue with the ilet device. As such, the cause of the user-experienced motor stalls was unable to be determined.